Event description:
This event was initially reported per MFR report #2938836-1999-00169, dated 11-4-99 on the concomitant ICD (see attachments). The lead was not returned with the ICD, and was not believed to be a contributing factor to this event. St. Jude medical later learned that the pt had expired of aspiration pneumonia and respiratory arrest in late 1999. The lead was returned in mid year 2000 and the analysis revealed a coil fracture and compressive damage. It is believed that the damage seen on the concomitant ICD was caused by the lead failure. However, the melting of the faces makes determination of the exact nature of the fracture impossible.